Manufacturer narrative:
(B)(4). Erythema and swelling occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total thyroidectomy on an unknown date and absorbable hemostatic agent was used. Thirty days following the procedure the patient experienced wound swelling and erythema. Multiple sinuses were noted within the wound, through which the absorbable hemostatic agent partially extruded. Following removal of the unabsorbed material the symptoms resolved over three days.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a thyroidectomy in (B)(6) 2011. The absorbable hemostatic agent was left in situ. The device was protruding throught the wound and was removed in the clinic.